Event description:
New information received stated that the clinic received another bpa from the implantable cardioverter defibrillator on (B)(6)2020 . There were no adverse consequences to the patient. No action was taken at this time.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.